Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken molded insulator on the lower jaw. The broken molded insulator likely caused the grip tip to be semi-detached and also caused the jaws to not fully close. The grip base for the grip with the cracked molded insulator does not appear to be bent. Fragments that covered the cable connector were broken off and not returned. A visual inspection was performed and found no damage to the housing or main tube. The housing was removed for inspection and found no internal damage. The input disks were manually articulated with no issues. The grip knob was able to rotate, allowing the grips to open/close without any issues. The instrument was found to have a detached fragment. The fragments were not returned and were likely caused by the broken over-molded insulator. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported damage to the device occurred outside of a surgical procedure and not while it was in use with a patient. There were no reports of fragments falling from the device during patient use. Since no fragments entered the patient, no specific actions were needed, and the patient has not returned to the hospital with post-surgical complications related to retained foreign material.